Event description:
It was reported, the pt had discomfort at the edge of the ipg pocket site. The pt stated, the ipg was tilted, and it seemed to be pressing outward. In addition the ipg had turned off by itself and back on in the past. Follow up identified the sjm rep was scheduled to meet with the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.